Event description:
During a ptca procedure the tip of the wire separated in the rca. The wire fragment was not retrieved. The pt was discharged the day after the procedure. The device was discarded by the user facility.